Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 427 mg/dl. Customer current blood glucose was 365 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of reported high blood glucose event. Customer reported that infusion sets was leaking. The insulin pump will not be returned for analysis.